Manufacturer narrative:
(B)(4). Date of event: publication year of 2015. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title : single-incision laparoscopy as the primary approach to benign hysterectomies: a single-surgeon, single-year-experience with a retrospective control. Author : dmitry fridman, md, phd,1 sumit saraf, md,2 peter homel, phd,3 and john wagner citation: journal of gynecologic surgery, volume 31, number 2, 2015. Doi: 10.1089/gyn.2014.0082. The objective of this retrospective cohort study was to analyze the experience of a single provider with single-incision laparoscopy as a primary approach to all benign hysterectomies. A total 78 female patients underwent hysterectomies for benign indications performed by the senior author (j.w.) From october 2008 to february 2011. Of these patients, 37 patients (age range -35 to 66 years, median age in 46.1±5.4 years) were assigned in the laparoendoscopic single-site surgery (less) group (february 2010 to february 2011) and 41 (age range -34 to 62 years, median age in 44.9±6.0 years) patients were assigned in the conventional laparoscopic supracervical hysterectomy or total hysterectomy (c-lsh/tlh) group (october 2008 to october 2009). For less, one of among the 3 port systems that was utilized was the ssl (ethicon endo-surgery, (B)(4)). Dissection, hemostasis, and tissue transection were performed using the harmonic ace + sheers (ethicon endo-surgery). One patient (less group) had a bladder and bowel injury that required a mini-laparotomy to repair the injuries. This patient had two prior cesarean sections and severe anterior abdominal-wall adhesions. Another patient (less group) one packed red blood cells transfusion had significant blood loss requiring. The authors concluded that the transition to single-incision laparoscopy as the primary approach to hysterectomy for benign indications is possible. Operative time and morbidity are not significantly altered.